Event description:
It was reported that a patient, male, underwent an atrial fibrillation (afib) procedure, suffered a pericardial effusion which confirmed by the ice catheter and required a pericardiocentesis. It was stated that during ablation of the right superior vein, the force reading went to 50 gm and then the tip of the catheter went outside the map area. The physician confirmed that he was using the curve of his transseptal sheath (st. Jude agilis 8.5fr med curve) to reposition the ablation catheter (no rf therapy had been delivered), the injury was caused by repositioning the catheter. No product malfunctions have been confirmed related to this patient injury. The patient was reported in stable condition.

Manufacturer narrative:
The concomitant product: the carto 3 system ((B)(4)) and the smartablate system ((B)(4)) including smartablate pump ((B)(4)) and smartablate remote ((B)(4)). Catheter: (B)(4) (lot number unavailable, packaging disposed of); catheter: (B)(4) (lot number unavailable, packaging disposed of); catheter: (B)(4) (lot number unavailable, packaging disposed of). (B)(4).